Manufacturer narrative:
Gbo complaint: (B)(4). Received 5pcs 450230/b15023dv for evaluation. No pictures or actual samples were received. We have no further inventory of the claimed material/batch. We have no further complaints on the claimed material/batch. We forwarded the complaint and samples to our affiliated headquarter from which we received the products. According to investigation, production and testing documents of the concerned batch were reviewed. There is no documentation which indicates a deviation during production. No abnormalities or deviations were detected during in-process control. A visual inspection of the customer returned samples did not reveal any deviations. This complaint can not be confirmed.

Event description:
Customer states that on multiple occasions, while screwing the needle into the holder, the threading on the holder breaks. No injuries to patients have occured and no blood exposures/needle sticks have occured with employees as a result.